Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 888-33, lot# v364925, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-33, lot# v378301, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had never had therapeutic effect. The patient¿s device had not worked since (B)(6) 2015. The patient had a doctor¿s appointment on (B)(6) 2015. There was no troubleshooting, diagnostics, interventions, or outcome reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.